Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 had a broken part at the back. The field service engineer (fse) replaced broken u-link for drawer 2. The repair was tested, and the drawer passed diagnostics and application checks. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had broken part at the back. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy or other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.